Event description:
It was reported by the aci sales professional that a female patient underwent a catheterization procedure on (B)(6) 2012. Access was obtained via a 6f sheath (unknown model). Following the procedure, the physician who is a trained user of the mynx, selected the mynx cadence vascular closure device 6/7f to close the access site. Allegedly, a hematoma described as the size of a tennis ball (>6cm) developed at the access site. The hematoma was resolved with 20 minutes of manual compression. The patient was ambulated and discharged to home the same day of the procedure with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f 1133405) indicated that the device lot met all established performance criteria prior to shipment.